Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 16th november, 2021 getinge became aware of an issue with hanaulux 2003 surgical light. As it was stated, the paint was damaged. There was no injury reported however we decided to report the issue in abundance of caution as the fall of any particles into sterile field may lead to contamination.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with hanaulux 2003 surgical light. As it was stated, the paint was damaged. There was no injury reported however we decided to report the issue in abundance of caution as the fall of any particles into sterile field may lead to contamination. Based on ssu statement, the affected device was dismantled since the customer decided to purchase new operating lights. It was established that when the event occurred, the surgical light did not meet its specification due to paint peeling, which contributed to the event. Provided information indicate that upon the event occurrence the device was not being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. We can assume that the failure ratio of paint peeling on hlx devices does not represent a visible and increasing trend. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 ¿ general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. As stated by subject matter expert at manufacturer¿s, this event is clearly due to cleaning product. Nevertheless, the deterioration of this paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. The paint chip or paint damages were also observed as a result of impacts and collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.